Manufacturer narrative:
(B)(4).

Event description:
During index procedure, the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the popliteal of the left leg. It is reported that the patient experienced vomiting on the same day as the index procedure. The investigator reported that the event was not related to the study device, procedure or drug. The patient was treated with medication. The event was resolved. The clinical events committee adjudicated that the event was a drug sensitivity reaction and that it was not related to the study device, but was related to the study procedure and drug.